Manufacturer narrative:
Additional devices listed in this report: cat 338612 cortex screw s.t. ø3.5x12mm, cat 338614 cortex screw s.t. ø3.5x14mm, cat 338616 cortex screw s.t. ø3.5x16mm, cat 338620 cortex screw s.t. ø3.5x20mm, cat 338650 cortex screw s.t. ø3.5x50mm, cat 390018 washer for screws: ø2.7/3.5/4.0mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
The customer reported that: "suspected allergy in a patient."

Manufacturer narrative:
Correction - please refer to b1, h1-type of reportable event. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The technical drawing of the device was reviewed and it was determined that the chemical composition of the material is defined as din 1.4441. The material composition is described in the table attached to this record. It is important to state that in order to know the exact composition of the plate that was implanted, the lot number of the device is needed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that: "suspected allergy in a patient."